Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. (B)(6). Concomitant products: dilatation catheter: fox sv. Guide wire: viper wire used with csi atherectomy device. Atherectomy: csi. (B)(4). The device was returned for analysis, but the reported filter dislodgment could not be confirmed as only the retrieval catheter was returned. A review of the lot history record revealed no non-conformances that from the reported lot. A query of the complaint handling database for the reported lot revealed no similar incidents for use error or device embedded in vessel. It should be noted that the emboshield nav6 embolic protection system instructions for use states: the emboshield nav6 device can only be used with the barewire filter delivery wire. Use of the device with any guide wire other than the barewire filter delivery wire will lead to loss of the filtration element during the procedure or an inability to retrieve the filtration element. Additionally, the emboshield nav6 embolic protection system is indicated for use as a guide wire and embolic protection system to contain and remove embolic material (thrombus / debris) while performing angioplasty and stenting procedures in carotid arteries. Based on the information reviewed, there is no indication of a product deficiency. The fox sv referenced is being filed under a separate medwatch MFR number.

Event description:
Subsequent to the previously filed report, the user facility medwatch report was received and states, a procedure was done to stent a narrowed right sfa (superficial femoral artery). A filter wire (embolic protection device) was placed. During the course of the procedure, the distal piece of filter wire broke off. Attempts were made to retrieve it. The physician decided to leave it in, putting it between the stent being placed and the wall of the vessel, where it would do no harm to the patient.

Event description:
It was reported during a heavily calcified, mildly tortuous left superficial femoral artery (sfa) intervention, a nav6 emboshield embolic protection device (epd) was advanced over a non-abbott, non barewire guide wire with an atherectomy device. During the atherectomy procedure, the epd was positioned in the popliteal area. After the atherectomy, a fox sv balloon was inflated three times at 11 atmospheres each for one minute. After the third inflation, the physician waited approximately fifteen seconds for the fox sv to deflate and then retracted the device from the anatomy; however, the fox sv was not fully deflated, which caused the non-abbott guide wire to retract and resulted in the epd dislodging in the common iliac artery. Once removed from the anatomy, the fox sv was noted to be fully deflated. Multiple unsuccessful attempts were made to snare and retrieve the epd. Since the epd could not be retrieved, it was decided to pull it to sfa and embed it. Using a non-abbott stent, the epd was embedded in the vessel wall. Next, a supera stent was deployed over the non-abbott stent. The patient had a good pulse post procedure. No additional information was provided.

Manufacturer narrative:
(B)(4).